Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The shaft, balloon and tip was examined. The majority of the balloon was longitudinally torn. There was no other damage. There was no evidence of any damage or irregularities contributing to the reported advancing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-apr-2017. It was reported that advancing difficulties were encountered. Vascular access was obtained via the left side. The target lesion was located in the distal left anterior descending artery (lad). After a 0.014" guide wire crossed the lesion and a 6f guide catheter was advanced, a 2.50mm x 15mm maverick²¿ balloon catheter was advanced but could not reach the target lesion despite multiple attempts. The device was removed from the patient's body. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.